Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 8mm force bipolar instrument had one of the jaws partially detached. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a dislodged grip cable at the proximal end from the input shaft disk #6. The instrument housing was removed and found with dislodged grip cable from the input shaft. No damage was observed to the input shaft or clamping pulley.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed, and visual inspection of the backend found no evidence of a damaged clamping pulley, input disk or input shaft. While this visual inspection revealed no damage to the jaws and the jaws being intact with no detached or missing pieces, the instrument was found to have a loose clamping pulley screw within the instrument housing, resulting in an unraveling of the grip cable. The grip cable was found to be dislodged and was sticking out of the distal end of the instrument near the jaws, which could appear to the customer as a partially detached component. As a result of these failure analysis findings, the customer report is considered confirmed, although no damage to the instrument jaws was observed during visual inspection. The loose clamping pulley screw may have resulted in loss of tension of the correlating grip cable. An additional related observation from visual inspection was a dislodged grip cable at the proximal end from the input shaft disk #6. The probable root cause of the loose clamping pulley screw failure mode is attributed to a loosening of the screw over time due to use conditions, which may include susceptibility to vibrations or rough handing during reprocessing. The probable root cause of the failure mode of the dislodged grip cable may be attributed to loss of cable tension due to the loose clamping pulley screw. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.